Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a bifurcation lesion with moderate calcification in the lower extremity. The omnilink elite stent delivery system (sds) was advanced to the lesion without resistance. When the device was pressurized to 2 atmospheres, the balloon ruptured and the stent could not be deployed. The sds was removed and the stent was confirmed to be crimped on the balloon. A new stent was successfully deployed to complete the procedure. There was a reported 15 minute delay in the procedure; however, it was not a clinically significant as there was no adverse patient effects. The patient is doing well. No additional information was provided.